Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) visited the client site and found that the customer had fix fixed the pressure errors by re-connecting the fittings to the column. While inspecting the g8, the fse found a piece of sticker stuck behind the sampler which was causing one of the fingers to stuck and cause errors to post. The fse cleaned the sticker and according to a customer request replaced the column. Then the fse ran a calibration which passed, afterwards the customer ran 20 patient samples with no errors. The instrument was working as intended and hence no further actions were required by field service. The most probable cause of the reported event was a sample tube sticker that was obstructing a passage. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported low pressure with their hlc-723g8 analyzer. The customer followed the troubleshooting instructions provided by the technical support specialist (tss) and was still having a low-pressure issue. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.